Manufacturer narrative:
No patient involvement. If implanted, give date: not applicable, as lens was not implanted. There was no patient contact. If explanted, give date: not applicable, as lens was not implanted. There was no patient contact. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a dcb00 pre-loaded device injector malfunction, scratched lens. During handling but prior to insertion. No patient contact. No adverse effect, injury or surgical intervention required. No additional information was provided.

Manufacturer narrative:
Device evaluation: since product was not returned, the complaint issue reported could not be verified.. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required.. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.